Event description:
The customer reported a few drops of fluid leaked inside the coulter ac·t 5diff cap peirce when the white blood cell (wbc) lyse tubing on the reagent cap had disconnected. The leak was contained within the instrument. The customer stated while attempting to reconnect the white blood cell (wbc) lyse tubing, the customer disconnected the tubing on valve (lv11). There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed all tubing to valve (lv11) had become disconnected when the customer attempted to reattach the white blood cell (wbc) lyse tubing to the reagent cap. The fse trimmed and reattached the tubing at valve (lv11), resolving the leak. The fse then verified the instrument and the instrument was returned to normal operation. (B)(4).